Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. Concomitant products - part: 00801803202 name: femoral head sterile product do not resterilize 12/14 taper lot: 61664618; part: 00875704802 name: shell with multi holes porous 48 mm o.d. Size gg for use with gg liners lot: 61338971; part: 00875100832 name: liner neutral 32 mm i.d. Size gg for use with 48 mm o.d. Size gg shell lot: 61616433; part: 00625006525 name: bone scr 6.5x25 self-tap lot: 61593034; part: 00784801300 name: modular neck p 12/14 neck taper use with +0 heads only lot: 61636961.

Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. The following could not be completed with the limited information provided. Device product code - ni, expiration date - ni, unique identifier (UDI) # - ni, manufacture date ¿ ni. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Patient¿s legal counsel reported patient underwent right hip revision procedure approximately 4 years post implantation due to patient allegations of pain and lack of mobility. Legal counsel reported during the procedure the surgeon noted evidence of adverse local tissue reaction and local host sensitivity to the wear debris. The head and stem were revised to competitor product. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.